Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va155bf, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 19-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the shocking sensation while gardening in face and neck. Shocking again occurred during therapy impedance. Unknown if environmental/external/patient factors that may have led or contributed to the issue. They felt shocking on the left side during therapeutic impedance. Then the ins was turned off. Then electrode impedance was performed. They are normal impedance with no shocking. The doctor then changed the patient's settings from voltage to constant current (contacts, pw, rate stay the same), and moved up to 4.4 (the same as the voltage settings). His left bradykinesia and rigidity lessen. Unknown if the issue is resolved. No further complications were reported or anticipated with this event.